Event description:
Prytime is filing this report with an abundance of caution as the reboa catheter was present during a case that required a surgical cutdown for removal. This case involved a patient who was presented to the facility after being involved in a motor vehicle collision; the patient had been pinned between two cars. During transport to the facility, the patient arrested; rosc was achieved in the trauma bay. The team placed the reboa catheter in zone 1 and was used successfully without issues. The patient was transferred to the or for liver repair as it was noted that the patient had a severe liver laceration. Once the patient was stable and hemorrhage control was achieved, the catheter was prepared for removal. Upon attempted removal, the trauma surgeon encountered difficulty in removing the catheter through the sheath. Vascular was consulted, where they recommended and performed a surgical cutdown to remove the device. In addition, vascular repaired the artery and ensured that perfusion was established to the affected limb. No complications at the insertion site were reported. Per the reporting surgeon, the patient is alive and recovering in ICU. During investigation of this incident, it is not known whether all fluid was removed from the balloon prior to attempted removal. As noted in the IFU, failure to remove all fluid from the balloon prior to attempted removal may make it difficult or impossible to remove the catheter from the introducer sheath and/or vessel. Overall, there was no confirmed deficiency with the prytime product exhibited in this case. There was no reported or alleged failure or deficiency of the prytime catheter or its labeling.